Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer to replace the flow sensor assembly. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the air flow testing that the air flow sensor is out of specs. At setting at zero liters per minute (lpm) the diagnostic screen showed 1.7 lpm. Out of specification. There was no patient involvement.